Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the healthcare provider (hcp) regarding a patient receiving an unknown drug via an implantable infusion pump. The indication for use was non-malignant pain. It was reported that two years ago a motor stall was seen at initial interrogation and the device was explanted. No symptoms were reported. It was noted that the caller had no further details regarding the event.